Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: g2. Citation: bunyaratavej, k., phokaewvarangkul, o. <(>&<)> wangsawatwong, p. Placement accuracy of the second electrode in bilater al deep brain stimulation surgery. Br. J. Neurosurg. 38, 1078¿1085 (2024). Doi: 10.1080/02688697.2021.2019677 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "placement accuracy of the second electrode in bilateral deep brain stimulation surgery". The following medtronic devices were used: 3389 and 3387 leads and stimloc burr hole device. Reported event: two patients had postoperative brain shift due to a subdural collection and were excluded from the study. Six patients had an earlier CT scan due to suspicion of an intracranial adverse event 5 patients within 24 hours and 1 patient on the 3rd day postoperatively ¿ all of whom had negative findings for intracranial complications.